Event description:
Info received that the casters would not roll, but would swivel in break position. No injury reported.

Manufacturer narrative:
Technician located bed in bedshop. Found: casters would not roll, but swivel in break position. Replaced the casters to resolve this issue.